Event description:
A patient that had earlier been in normal sinus rhythm, coded and the nurse at the central station said there was a lead off. None of the staff recalls which alarm sounded. The patient expired.